Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. It was determined that the alert was related to the mobile application. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause could not be determined. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.